Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿dislocation after revision of hemiarthroplasty to total hip replacement¿ by l. Miranda v. Champion and scarlett a. Mcnally, published by injury: international journal of the care of the injured (2004), vol. 35, pp. 161-164, was reviewed. The purpose of this article was to review the incidence of dislocation after revision of failed hemiarthroplasties using a competitor stem. This article provides detailed patient and revision information. This complaint will capture the 2 patients who, after implantation with depuy charnley thas, experienced postoperative dislocations. There were two additional patients implanted with charnley thas who experienced no complications or revisions. These cases will not be included in this complaint. The two cases with complications are labeled case 1 patient 3 and case 2 patient 7. This pc will contain 2 total pcs. Case one is included with the parent (B)(4). Case 2 will be included on a separate pc to be linked to the parent pc. Captured in this complaint: charnley polyethylene cup and unknown femoral head for joint dislocation. There were no reported product problems with the charnley stem in either case. (B)(6) yo experienced dislocation 1 month after receiving a charnley stem hemiarthroplasty due to natural acetabular instability. Stem was well-fixed and left in situ and patient was treated with conversion to a charnley tha with a polyethylene cup and femoral head. The patient experienced another dislocation 20 days after tha conversion which was treated with closed reduction.